Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunction or is related to a death or injury.

Event description:
On (B)(6) 2015: initial rsa surgery. On (B)(6) 2015: observed bone resorption by notching in x-ray at 6 months check. On (B)(6) 2016: seems the bone resorption has stopped. On (B)(6) 2018: glenoid component elimination. Bone grafting.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.